Event description:
A customer reported that air flowed freely when air and infusion were turned off during a vitrectomy procedure. Bubbles came through the infusion line that was connected to the cassette, infusion line, and "3 way tap" were exchanged but did not correct the problem. The system was then exchanged, but the same issued occurred. The cassette was exchanged again which corrected the issue. The procedure was completed with no pt harm.

Manufacturer narrative:
A sample has not been rec'd for eval. A root cause has not been identified. (B)(4).